Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203 - imaging required, a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right rupture. The device has been explanted and replaced.

Manufacturer narrative:
Lab analysis: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken-on radius assessed as an unidentified (tear) opening (shell thickness within spec). Additional observations: ¿ yellow particles observed on the device.

Event description:
Healthcare professional reported right rupture. The device has been explanted and replaced.